Event description:
Chronic fatigue, shortness of breath, insomnia, depression, chest pain, muscle & joint pain, cervical pain, radiating in arms, numbness, headaches, memory loss, disorientation, degenerative disc disease, degenerative arthritis, shaking, panic attacks, nausea, vomiting, stuttering, atypical chronic connective tissue disease related to silicone, myalgia, neurological disease syndrome related to breast implants, seizures.